Manufacturer narrative:
The report of event of failure to capture was not confirmed. As received, the device output and telemetry communication were normal. Analysis performed did not identify any functional issues. The sterilization records were reviewed, and no evidence of abnormal sterilization was found. Longevity assessment was normal. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the hospital with an infection at the pacemaker implant site. The physician elected to explant the right ventricular (rv) and right atrial (ra) leads while retaining the pacemaker. During the procedure, the pacemaker was unable to capture on both the rv and ra ports. As a result, the pacemaker was explanted and replaced, and a new rv lead was implanted. The implant site infection was determined by the physician to be unrelated to the abbott device or any abbott-related procedure. The patient was stable throughout the procedure.